Event description:
It was reported that during an esophagectomy procedure, assembly after the case demonstrated the following: pre-run test would not complete. It went to a solid tone after test and a high pitch noise was heard from jaws. A visual inspection revealed dried blood and tissue in the proximal end of the jaws. The second instrument went to error code 5 almost immediately after test. Assembly during the case revealed that in both devices a pre-run test would not complete. It went to a solid tone after test and a high pitch noise was heard from jaws. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device (a) was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an incomplete pre-run test, an error code 5, solid tone and a noise issue. A probable cause of an error code 5 (instrument error) and solid tone is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the (B)(4) metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device (b) was returned in good physical condition. The device was tested with a test handpiece and generator and during functional testing, an error code 5 was displayed. The device was disassembled and the blade was cracked inside the tube, proximal to the tissue pad. The blade cracked due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.